Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: although the physical device was not returned for evaluation, medical record was provided for review. The patient was implanted with a port and catheter via the right subclavian vein. Two years and ten months and nineteen days later, the patient underwent implantation of the bard injectable m.r.I. Compatible power port. Approximately, seven years and seven months and three weeks later, the right sided port was found to be broken, with the end of the port tubing projected over the left hemi thorax in erroneous position. It was identified via CT thorax, that the catheter tip was dislocated to the supraclavicular soft tissues. Therefore, the investigation is confirmed for the reported port fracture, dislocation and catheter tip migration. Based upon the available information, the definitive root cause is unknown. Labelling review: as the reported event did not allege a labelling or use related issue, a labelling review is not required. G3, h6 (method, component, result, conclusion). Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that approximately seven years, eight months and fifteen days later, the port tubing was identified as broken, with the end of the port tubing projected over the left hemi thorax in erroneous position. The broken catheter migrated through the heart and into the pulmonary artery in the right lung causing vascular damage. The current status of the patient was unknown.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that approximately seven years, eight months and fifteen days later, the port tubing was identified as broken, with the end of the port tubing projected over the left hemi thorax in erroneous position. The broken catheter migrated through the heart and into the pulmonary artery in the right lung causing vascular damage. The current status of the patient was unknown.